Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprosthesis was used during an endoscopic retrograde cholangiopancreatography procedure with stent placement in 2008, in a male patient (age and weight unknown). According to the complainant, "the stent would not deploy. The stent was removed and upon inspection, it appeared that the barbs at the proximal end of the stent had poked through the delivery catheter." The physician successfully completed the procedure with a second wallstent rx biliary endoprosthesis. At the conclusion of the procedure, the patient's condition was reported as "stable".

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the sheath damage is undetermined. A search of the complaint database revealed that no additional complaints have been reported for the lot. The february 2008 15-month rx biliary product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.